Event description:
It was reported that the customer had an issue with the pump and sensor not communicating properly. Customer reported that the pump was not delivering the proper amount of insulin, which caused him to end up hospitalized for high blood glucose levels. Customer mentioned that he was no longer using the pump and is waiting for his health care professional to decide if he will go back on the pump or not. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.